Manufacturer narrative:
It was reported that the injection with the pen needle (article 700000176, batch 201259-02) is painful. The customer didn't return any needles for investigation. The investigation started with a review for any internal deviations during production, which showed no abnormalities or deviations from the validated manufacturing process. Penetration force testing was performed with 5 samples retained from the same batch number. The testing set-up included screwing the needle onto the holding fixture and removing the inner and outer protective cap. The method included penetration in foil up to nominal lengths with a defined speed. None of the needles tested from the same batch reached beyond the maximum penetration force of 1.0n.

Event description:
The patient came to the hospital to give feedback that she felt that the injection was very painful compared with her previous injections and doubted that the needle is sharp. The doctors have recommended to the patient to continue to monitor the issue and to not re-use the needle.